Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported. The device history records were not reviewed because the lot number was not reported. Device is not expected to be returned for the manufacturer review/investigation because it was left in the patient. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that a paragon 28 3.5 x 18mm r3con locking plate screw broke post operatively. The original surgery was on (B)(6) 2020 and a revision surgery was completed on (B)(6) 2021. It was reported that the part remained in the patient and the reason for the revision was due to a non-union.